Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that while the device is being tested, customer found that there was floating oil on it, which blocked the sampling needle. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: defect: when the instrument was tested, it was found that there was floating oil on it, which blocked the sampling needle quantity: 500 pieces (the quantity has been confirmed with sales many times) impact: no adverse effects on medical staff and patients sales said: 500 problematic products have occurred since july 24.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was not observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that while the device is being tested, customer found that there was floating oil on it, which blocked the sampling needle. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: defect: when the instrument was tested, it was found that there was floating oil on it, which blocked the sampling needle quantity: 500 pieces (the quantity has been confirmed with sales many times) impact: no adverse effects on medical staff and patients sales said: 500 problematic products have occurred since july 24.